Event description:
The customer was hospitalized with dka. Troubleshooting indicated the device was working properly. Recommended changing the infusion set, rotating the insertion site and try a new vial of insulin.